Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. Dealer called in (B)(6) 2012 for warranty replacement for model 65650. He alleges the handbrake assembly is not working properly. He could not provide the lot number. MDR filed.